Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, implanted: (B)(6) 2007, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the lead with the high impedances was used with a previous ins too. The procedure was for the ins implant for the start of the clinical study. There were no patient symptoms. The impedance measurement for plot 6 was more than 1,000 ohms. The cause of the high impedance was not known. The outcome was reported as ongoing, but no further actions planned.

Manufacturer narrative:
Concomitant medical products: product ID: 387745, lot# b0701406k, implanted: (B)(6) 2007, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. The model and lot numbers of the lead that was existing from the previous implant was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that during the procedure the impedances were checked. The impedance and the plot 6 were high impedance but was not used with programming. Also the patient didn¿t complain even after a few months so no action was done, left it like this. No action was taken. The event did result in an unscheduled clinic or office visit. It was noted that this plot was already high in 2011. Etiology indicated the relationship of the event to the device or therapy as related, but not related to the implant procedure. The outcome was reported as ongoing. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the event was unresolved at the time of study exit. The patient¿s care transferred to another physician on (B)(6) 2018.